Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to migration of endoprosthesis and reoperation. Lot/serial: 12946581, UDI: (B)(4), lot/serial: 13071723, UDI: (B)(4), lot/serial: 12738315, UDI: (B)(4).

Event description:
On an unknown date, the patient underwent the first-staged procedure to repair a thoraco-abdominal aortic aneurysm. Total aortic arch replacement procedure was performed using elephant-trunk technique. On (B)(6) 2014, as the second-staged procedure, the patient was implanted with three conformable gore® tag® thoracic endoprostheses. These endoprostheses were deployed from the distal portion of the elephant-trunk surgical graft to above the celiac artery. The patient tolerated the procedure. In a follow-up study three years post initial implant procedure, a computed tomography angiography (cta) was run, revealing that the initially implanted endoprosthesis had migrated proximally. It was reported by the physician that after the initial implant procedure, the aneurysm above the diaphragm had changed in its shape, which might have caused or contributed to the migration of endoprosthesis. On (B)(6) 2017, the patient underwent the first-staged reintervention to treat the migration of endoprosthesis. Surgical bypass procedure was performed to the celiac, superior mesenteric, and bilateral renal arteries. Additionally, the patient¿s abdominal aorta (from the infra-renal abdominal aorta to the bifurcations of the bilateral iliac arteries) was totally replaced with a surgical graft. On (B)(6) 2017, as the second-staged reintervention, the patient was implanted with two conformable gore® tag® thoracic endoprostheses. Final angiography did not reveal endoleaks, and the patient tolerated the procedure.